Manufacturer narrative:
Additional manufacturer narrative: the returned device was evaluated. No issues related to the device shutting off without any alarm were identified; based on results of the investigation, the customer complaint could not be confirmed. However, the screen contrast issue was confirmed. The lcd module was replaced and the screen functioned appropriately. A service history record review reveals that this unit was in the field for over nine (9) years with no previous reported issues prior to this reported event. It was reported that the screen contrast does not work. The device also turns off by itself with no alarm. The unit was plugged in and running in the biomed shop when the biomed noticed that the unit turned off without warning. No patient involvement. (B)(4).

Event description:
It was reported that the screen contrast does not work. The device also turns off by itself with no alarm. The unit was plugged in and running in the biomed shop when the biomed noticed that the unit turned off without warning. No patient involvement.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device turns off by itself with no alarm. The unit was plugged in and running in the biomed shop when the biomed noticed that the unit turned off without warning. No patient involvement.